Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic for normal follow up. Patient had an alert for high, out of range hv lead impedance and had been trending high for a month. Physician elected to cap and replaced the lead. Patient had no adverse consequences and was fine after event.